Event description:
It was reported that the patient experienced presyncope. During a routine follow-up, the atrial lead exhibited noise reversion and inappropriate auto mode switch episodes. The device was reprogrammed and the patient would be monitored.